Event description:
It was reported the epg (external pulse generator) has a broken lcd (liquid crystal display) panel. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment; the display was broken. It was also found that the upper case, display lens, one bail cover, ring cover and battery drawer were broken. The lower case was contaminated and broken and the ring was bent. The lead flex cover and battery flex were corroded and the battery contacts were compressed. The keyboard window was also scratched.